Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was unknown. The pt was hospitalized for the event. On an unreported date, the pt was treated with unknown antibiotics for peritonitis. Five days after admission to the hospital, the pt was discharged. It was reported that the pt recovered from peritonitis. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). A review of all batch record documents was performed for potentially associated lot number h13i25011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. This is the same (B)(4).